Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratched display window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 117 mg/dl. The customer stated that the arrow button are unresponsive when trying to perform a bolus, the insulin u went up and down without pressing any button. The customer stated that there is no significant event leading to keypad issue. Customer was advised to continue to use the device and pay attention especially when programming a bolus.